Event description:
New information received confirmed that there was atrial noise over-sensing leading to pacing inhibition.

Event description:
It was reported that there was an event of right atrial (ra) lead sensing degradation as well as significant noise. The right atrial (ra) lead was replaced in a procedure, and the procedure was a success. The patient's condition was noted as stable.